Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. The ipg would not connect to external devices. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.